Event description:
In 2008, the sales representative reported that during a revision and posterior lumbar interbody fusion (plif) procedure, the surgeon had implanted three screws and then when implanting the last screw, the driver broke in two near the top at the silicone o-ring. The same thing happened with the second driver. The surgeon was explanting backfix from a surgery in 2004. The revision was due to severe spinal stenosis. Incompass screws were used to complete the case. Additional information received on two days after the original date via telephone, the sales representative reported that the surgeon was attempting to place a 6.5mm screw and tapped it but the hole was too big, so then the surgeon used a 7.5mm screw and the hole was still too big; so, the surgeon went up a level. When the surgeon was attempting to implant the last screw and was three fourths of the way down the driver broke in half at the o-ring. The surgeon first unsuccessfully attempted to use the revision driver with a vice grip, so he used the 2nd driver which also broke at the o-ring. The screw on level 5 was left a little proud. The surgeon finished the case by using incompass. There was a 30 minute extension of surgical time.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Device manufacture date is unk. The sequoia drivers were recalled on 02/13/2008 and the office recall & emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.